Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The detailed investigation showed that the problem was due to a hardware error. The system was unable to establish a connection to the integrated signal input box (isib), which meant that patient registration was also not possible. A restart brought no improvement and thus no examination could be started. Only an on-site service intervention provided a remedy. A circuit board of the real time controller (rtc) was exchanged. The replaced and returned rtc pc ((B)(4)) board was examined at the factory and showed an error during autostart of the application. After replacement of the part on site, the system was running again as specified. The occurrence rate of the mentioned error pattern and the spare part consumption of the affected part was checked. A possible error accumulation or even a systematic error, which would lead to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens has initiated a detailed investigation of the reported event. A root cause has not yet been identified. Siemens will submit a supplemental report with the results of the investigation when it has been completed.

Event description:
It was reported to siemens that a malfunction occurred when using the sensis system. During an interventional procedure, the system had no connection to the integrated signal input box (activation failure). The procedure was continued and finished using an alternate system. Siemens has not been made aware of any adverse health effects to the involved patient. The reported event occurred in (B)(6).